Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that thy had high blood glucose and insulin pump was under delivering. The customer's blood glucose level was high of 422 mg/dl. Customer reported that the blood at site for infusion set. Customer got high blood glucose at night. Customer declined to troubleshoot for blood at site and high blood glucose. Customer took ketone test and then found trace result. Devices will not be returned for analysis.